Manufacturer narrative:
(B)(4). No information was provided on the condition of the hospital employee. The only information received was that the employee suffered from a head injury and was treated in the emergency room. It is a known issue that no magnetic materials should be brought into the examination room. No field corrective action is required. The safety directions as presented in the instruction for use already contain warnings on this matter.

Event description:
A hospital employee was injured due to another employee not following MRI safety standards by bringing a wheelchair all the way into the MRI room and placing it next to the bed. When the employee tried to get that wheelchair out of the way to assist the patient in laying him on table, the chair was attracted by the magnet and hit the employee in the head, grabbed her off her feet and she was squeezed between magnet and chair. The magnet had to be quenched to remove the employee from the magnet.